Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the circumstances that led to their reported issues were just a bad charger. The patient was issued a new replacement charger and was worry free. No impact to the patient or their symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that when the patient was charging the ins they noticed their recharger paddle and square on the cord got warm. The implant site felt warm as well. They noticed that it had not been taking longer to charge the ins since the issue started. They had difficulty charging the implant no further complications were reported or anticipated.